Event description:
Reportedly, during an implant of edwards' aortic bioprosthetic valve, sutures were being sewn into the sewing ring, and a tear/hole was noticed in the sewing cuff, specifically, metal was seen through the cloth. It was reported that the valve was not lowered into the annulus, and did not come into contact with patient.

Manufacturer narrative:
Evaluation summary: received the valve in formalin, still attached to holder. Suture holes are noted onto approximately half of the sewing ring at the inflow aspect. A cut was noted in a thread of the sewing fabric. This led the fabric to unravel by approximately 2mm, and exposed the wireform. The mentioned disruption is located along leaflet 3 outflow aspect, also the end of the suture hole markings at the inflow aspect. On examination with approximately 30x magnification, lose end of the sewing thread at the disrupted area appeared to have straight ends; this indicated that the thread was most likely cut. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. The evaluation confirms the initial report of a hole/cut on the sewing ring of the valve. However, each valve is visually inspected and functionally tested prior to packaging at edwards. During manufacture of the heart valves, there are inspection steps to detect general appearance non conformities, and under magnification at some steps. Subsequently in the preliminary packaging steps, the valves are again inspected for any visual non conformances. This is performed for 100% of all valves in the work order. It is possible that the reported hole/tear is due to user/device interface in the operating room. The investigation reveals nothing to suggest a device quality deficiency during the manufacture of this valve, that may have caused or contributed to this event.